Event description:
End-user called in stating that they are having issues when trying "to pull insulin, it will not flow through the needle. Seems to be happening with every third syringe." Syringes were requested for return.

Event description:
End-user called in stating that they are having issues when trying "to pull insulin, it will not flow through the needle. Seems to be happening with every third syringe." Syringes were requested for return.